Event description:
Customer called and stated the control switch smoked and customer tried to fix it himself, and now can't find the switch.

Manufacturer narrative:
Per customer, he took the switch apart and tried to fix it himself and then through the switch away. Because of this, we were unable to analyze this unit. Pad was also well beyond life expectancy.